Manufacturer narrative:
The device has not been returned at the time of this report.

Event description:
It was reported that during a ptca procedure, the tip of the pt graphix guidewire frayed off. The physician deployed six stents in the rca using the pt graphix guidewire. When attempting to remove the guidewire, the distal tip "frayed" off and a portion of the distal tip went into the pda. Since the vessel was too small, the physician was unable to snare the piece but he did place a 7th stent to secure the distal tip to the vessel wall. There were no reported pt complications. Patient status listed as "ok".